Event description:
During a renal cryoablation procedure, while the patient was under anesthesia and during the last fast thaw, the patient experienced spasms. The system and needles were tested prior to the procedure with no issues reported. The case was completed with no injury to the patient. The needles will be returned for investigation.

Manufacturer narrative:
The needle was returned to galil medical for investigation. Manufacturing records for the needle lot were reviewed and two hi-pot failures were noted to have occurred on other needles. Electrical acceptance testing was conducted on the returned needles and one of the needles failed hi-pot testing. The needle was disassembled and insulation damage to the heater element was noted. The cause of the insulation damage is unknown. While not confirmed, the reported "spasms" could be the result of the breech in component wire isolation. Galil medical has qualified a new vendor for this internal component; however, the component in this needle was manufactured by a different vendor.

Event description:
During a renal cryoablation procedure, while the patient was under anesthesia and during the last fast thaw, the patient experienced spasms. The system and needles were tested prior to the procedure with no issues reported. The case was completed with no injury to the patient. The needles will be returned for investigation.